Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) found an issue with cell rinsing. Sodium hydroxide (naoh) was intermittently leaking into the cuvette. The fse re-routed the naoh dispense tubing to the cell rinse nozzle and re-connected loose waste tubing. Precision tests, calibration and qc were all acceptable.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for glucose on a cobas 6000 c (501) module. The initial result was 323 mg/dl. This result was reported outside of the laboratory. The repeat result from a different c501 module was 206 mg/dl. The glucose reagent lot number and expiration date were not provided.